Event description:
Other device used at time of incident was a verres needle. A disposable trocar was used during a diagnostic laparoscopy on 7/23/93. Patient returned to surgery on 7/28/93 with perforation of the small bowel and peritonitis. Concern that the safety shield on the trocar had failed and may have caused performation of the bowel.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.